Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the deflectable videoscope had no image. It is unknown, when the issue was found. There were no delays reported. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the circuit board in the image sensor unit within the endoscope connector that may have been broken. This may have occurred due to electrical damage; another possibility is external stress such as bumping that had occurred during the handling of the device, causing an irregular load application to the inner circuit board. The subject events can be detected by implementing in accordance with the below instructions for use (IFU): instructions for ltf-s190-10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿ it is suggested that the user facility review the method of device handling according to the IFU. Olympus will continue to monitor field performance for this device.